Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
Based upon the clinical assessment, the reported event was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and other units from the same lot have been involved in any similar events, but unrelated to the device. There was no manufacturing issue identified in the analysis. Endoleaks are a known risk of the procedure, as identified in the product labeling under potential adverse events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue could not definitely be identified, but the event appeared to be related to: calcification; iliac oversized per the IFU guidelines; complete component separation and the associated type iiia endoleak; and the partial stent collapse of the bifurcated stent which might have been due to the burden of two proximal stents and disease progression.

Event description:
It was reported that approximately 37 months post implant of a bifurcated device, a suprarenal aortic extension and two limb extensions, the patient presented with back and abdominal pain and an endoleak was noted. Reportedly, the patient had slipped and fell hard on his abdomen and followed up at implanting hospital. A CT scan revealed decreased overlap between the bifurcated device and suprarenal extension, approximately 3cm overlap. The physician elected to bring the patient back for a secondary procedure and two additional suprarenal aortic extensions were placed, which sealed the endoleak with success. The patient was reported to be doing well post procedure. Additional note: the patient had previously been detected with an endoleak type ii, and sac expansion. The endoleak type ii was treated prior to the event of (B)(6) 2014.